Event description:
Material #515070 lot #unknown optima connector disconnecting from the clearlink administration port during long infusions verbatim: we have recently had 3 chemotherapy spills with regards to phaseal disconnects- in all cases the pts were receiving continuous chemotherapy, phaseal blue lock device was in use. Disconnect was phaseal connector piece from cap. Additional information me again- just clarified further it is disconnecting from the IV y port. So, it is connected to the IV tubing, usually through a PICC line. The disconnections occurred between the optima connector c35-o and the injection port of the extension set which resulted in a spill and exposure to hazardous drugs and interruption of treatment. As mentioned, in april we had 3 chemotherapy disconnects the connector of the phaseal from the IV line. Twice was the same pt- not sure if there were pt factors there, pt did not speak ef. All were infusing continuous cytarabine through the mid port of the IV baxter continou flo line. Presently I have stocked phaseal injector ref 515056, connector lot 24004507. Connector disconnected from IV line. Chemo continued to infuse.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2404507; no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Retained samples from lot 2404507 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.